Event description:
The customer reported a ventilator gave a 1104 error code indicating a backup alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer that they may need to replace the motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, power management (pm) and pcba. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The rse advised the customer that they may need to replace the motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, power management (pm) and pcba. Moreover, further information regarding the repair has been requested from the customer. No response was received. It is unknown if any repairs have occurred.